Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a 3.25x15mm xience sierra stent was implanted on (B)(6) 2018. The patient presented with ventricular fibrillation before the procedure. On (B)(6) 2019, the patient was readmitted with cardiovascular symptoms including a non-displaced type 2 fracture. Treatment performed was unspecified and the final patient outcome is unknown. No additional information was provided.